Event description:
A (B)(6) old female pt's nurse contacted zoll customer support to report that the pt's battery needs to be 'wiggled' to charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem ('wiggle' battery to charge) has been confirmed. As received, the battery was able to power up a monitor but did not charge on the charger. Upon eval, the thermistor was not soldered to the pca board pad, creating an open connection. The root cause for the lack of solder cannot be positively identified but is likely assembly error. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.